Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, rupture and concern with the product.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV, rupture and exchange of textured breast implant due to the patient¿s concern with the product. Device was explanted.

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified crease sharp opening, stress marks, wear abrasion and crease fold. Base on the device analysis the final assessment is: an opening crease sharp on anterior assessed as a fold flaw opening.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV, rupture and exchange of textured breast implant due to the patient¿s concern with the product. Device was explanted.